Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the insulin safety syringe. The customer reports "the safety shield came off needle and nurse was stuck with the needle.